Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient failed to recharge the ipg. During reprogramming the ipg could not communicate with the external devices. In turn, the ipg was inoperable. Surgical intervention may be pending to address the issue.